Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that there was a perforation in the tubing. Venipuncture was performed and during permeabilization of the catheter, a perforated silicone extension was found leaking saline. A new puncture was necessary due to the problem with the device.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383531 and lot number 5086153. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
Additional information received. See b. Describe event or problem.

Event description:
Additional information received on 23-mar-2026. Thus, based on the reported description: "a venous puncture was performed, and during catheter flushing, a perforated section of the silicone tubing was observed, with leakage of saline solution. A new puncture was necessary due to the problem presented by the device," here is the information we have: when was the problem/defect identified: before, during, or after use? A: during was there any harm to the patient's health? If yes, please explain in detail. No can you provide photos and/or videos of the product showing the defect? We do not have any.